Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and disconnected mode. A field service engineer (fse) replaced the network cable to ensure a reliable connection, as it had previously substituted the original with their own. Although the network adapter showed as connected, there was no communication when pinging the default gateway. The fse pinging the network adapter itself returned a successful response. The fse verified that the wall connector was well seated and tested alternate network connections in the same jack, with no improvement. Connections on the com sled were inspected and found to be intact. The network adapter was deleted and rediscovered via device manager, but communication remained unavailable. The fse contacted and provided the stations network information, including the mac address. The fse identified that the previously registered mac address was incorrect. Once the correct mac address was whitelisted, network communication was restored and the station resumed normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode and offline from remote smart services. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.